Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra mini meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2019, around 10am, he reported that he obtained an alleged inaccurately high result of "158mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medication (glyburide, metformin), diet and exercise and made no change to his usual diabetes management routine in response to the alleged product issue. The patient stated that at 10:30am he went to his doctor and whilst on the way, he experienced symptoms of "dizzy, sweating and could hardly walk". The patient reported that he his blood tested by the doctor and was advised by his doctor to drink some orange juice at the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient's test strips were stored correctly and had not expired. When the patient performed a control solution test the result fell within the acceptable range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate high readings on the subject meter.